Event description:
Covidien received info stating that due to malfunction of an 840 ventilator the pt was placed on a second ventilator. The pt was not harmed or injured as a result of the event. The customer reported to have replaced the graphical user interface (gui) printed circuit board assembly (pcba). The ventilator passed all testing.

Manufacturer narrative:
(B)(4).